Manufacturer narrative:
Analysis was able to confirm the reported broken patient connector. The patient connector cable was broken. The cable was replaced. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken patient connector. The epg was returned for service. There was no patient involvement.